Event description:
It was reported that the patient underwent revision procedure wherein the battery was just moved to other side since current pocket was sensitive. The patient was doing well postoperatively.